Event description:
It was reported that approximately 27.6 months post-implant of a bifurcated device, a suprarenal and an infrarenal aortic extensions, a proximal endoleak was recently identified. The physician has plans to perform an intervention sometime before end of (B)(6) 2014.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 28 months post-implant of a bifurcated device, a suprarenal and an infrarenal aortic extensions, a proximal endoleak was recently identified during routine monitoring. The physician brought the patient back on (B)(6) 2014 and implanted an additional suprarenal aortic extension with good result. The patient tolerated the procedure well. Additional note: the patient's left leg has no feeling and no pulses due to a clot that the physician will be addressing with another procedure.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. Suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to the near 80 degree angulated aortic neck. The patient's use of antiplatelet therapy might have contributed to this complaint due to the known increased risk of bleeding complications. The patient's medical history and anatomy might have contributed to this complaint as disease progression and aortic remodeling. At twenty- eight months post implant, there was evidence to support a type ia endoleak and suprarenal cuff migration. The subsequent procedure of a suprarenal cuff was confirmed, but the final patient disposition could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.